Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. Both tamper seals were intact. The top and bottom cases were in excellent condition. There was no visible contamination on the pump. A primary audible alarm post, and acu watchdog failure were found in the event history log (ehl). An occlusion test was performed. The investigator was unable to replicate the acu watchdog failure reported by the customer. The customer reported product problem was therefore verified from only through the ehl review. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The investigator noted that the j9 connector was fully seated and glue was intact on the j9 connection. The interconnect board and speaker were both replaced as a preventative measure. The pump was deemed to have passed all the functional test following the preventative maintenance.

Event description:
It was reported that the pump displayed an acu watchdog failure. No patient injury or complications were reported in relation to this event.